Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis issue could not be determined without the returned product investigation and sufficient clinical details and data log.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 62-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), classified as scai stage e. During support, hemolysis was noted, with elevated lactate dehydrogenase (ldh) levels and clinical evidence of hemolysis. At the time, the impella power level was documented at p-9. Troubleshooting recommendations included lowering the p-level and repositioning the impella. Despite ongoing management, the patient¿s clinical condition deteriorated, and the patient subsequently expired. The reported hemolysis is a known risk described in the instructions for use (IFU) for impella devices and may occur in the setting of severe cardiogenic shock, high levels of circulatory support, hemodynamic instability, and potential device positioning considerations. The death is being conservatively reported to the impella cp; however, it is unlikely that the device or the reported hemolysis was a primary contributing factor, and the outcome is most plausibly attributed to the patient¿s underlying critical condition and refractory scai stage e cardiogenic shock.

Manufacturer narrative:
B1: added product problem, this was omitted in error in the initial report.